Event description:
It was reported that this patient presented to the hospital because this subcutaneous implantable cardioverter defibrillator (s-ICD) was beeping. Upon interrogation, it was determined that this device was at end of life (eol) and had low out-of-range system impedance measurements, down to 16 ohms. Technical services (ts) recommended chest x-ray to verify system position and a defibrillation threshold (dft) test. The physician elected to not perform x-ray or dft at this time. A 10j manual shock test was conducted and produced 31 ohms impedance. It was noted that this patient had a low body mass index (bmi). No adverse patient effects were reported. Currently, this s-ICD remains in service.